Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the interconnect cable to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 7700 fluoroscopy system would not save images. Save signal not going through the interconnect cable.